Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported during a laparoscopic total hysterectomy procedure, the pad melted and detached for the clamp arm. This was during the advanced homeostasis mode. The pad was recovered and there were no patient consequences reported. The device was swapped out with an alternate like device.